Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united states. A livanova field service representative was dispatched to the facility to investigate the device and was able to duplicater ee 07 issue: the patient stirrer motor was seized. The patient stirrer motor was replaced and subsequent functional verification testing was completed without further issues and the unit was returned to service. Recommended to disinfect this system prior to patient use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side the error message pump 1 is blocked (error 7) while turning the device on.there was no patient involvement.

Event description:
See intial report.

Manufacturer narrative:
Based on device history review it can be highlighted that device was installed since 2019 and no other similar event occurred. It cannot be ruled out that the stirrer motor block was due to advanced corrosion process inside the ball bearing. The causes leading to the corrosion, which generates irregularities on the surface of the balls, are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.